Event description:
It was reported that the pulse generator exhibited noise. The patient experienced a rapid heart beat. The patient would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.